Event description:
Inappropriate shock on af on (B)(6)2023. Medication adapted right away to treat af. Vf zone threshold reprogrammed to 230 bpm (initially at 200bpm) during m18 on 14 nov2023

Manufacturer narrative:
Analysis of available patient files confirmed the reported noise oversensing on the ventricular channel, which led to the delivery of an inappropriate shock on 23 september 2023. The rhythm is most probably atrial fibrillation conducted to the ventricles since the ventricular rhythm is unstable with some longer ventricular cycles and therefore the shock delivery is inappropriate: based on available data, no issue is suspected on the subject device. However, careful monitoring of this phenomenon should be performed upon each follow-up.

Event description:
Inappropriate shock on af on 23sep2023. Medication adapted right away to treat af. Vf zone threshold reprogrammed to 230 bpm (initially at 200bpm) during m18 on 14 nov2023